Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred and the user was unable to clear it. The user's blood glucose (bg) level was 320 mg/dl with trace ketones. The bg level was addressed with a bolus. Although confirmation was requested as to whether or not the alarm cleared, it was unable to be confirmed.